Event description:
On 10/21: customer reports a male having a retrograde cystogram when the fluoro stopped working. Attempts to reboot the system did not work. Customer reports the monitor just have a black circle on the screen. Customer did switch monitors to find the same results, black circle on the screen. Portable fluoro c-arm brought in to finish the procedure. Patient procedure completed without further incident. No reported injuries.

Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer attempted fluoro, the system gave all the indications of fluoro, but there was a blank circle on the monitor. The kv did not drive. Fse opened a patient case, tried again and everything operated as normal. Fse observed both fluoro and spot capabilities. Fse checked and verified proper operation, after performing a power cycle on the generator, infimed, and gim according to service manuals. System returned to full service by the customer.